Event description:
It was reported during remote transmission that the implantable cardioverter defibrillator exhibited oversensing of noise. Programming changes were recommended but not yet implemented. There were no patient consequences.